Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received four appropriate treatments which converted the arrhythmias to a slower rhythm, two inappropriate treatments, and two non-lifevest defibrillations. The device was started up at 20:54:23 on (B)(6) 2023. At 01:01:38 on (B)(6) 2023, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pvcs and motion artifact transitioning to vt @ 220 bpm. At 01:02:15, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm with motion artifact. Post shock rhythm was sinus bradycardia @ 40 bpm with pvcs/nsvt. At 01:03:23, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 260 bpm. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs/nsvt. At 01:03:47, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm with pvcs. At 01:04:15, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 70 bpm with pvcs. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs / nsvt. At 01:04:37, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt with a pause. Post shock rhythm was sinus beat transitioning to vt @ 250 bpm. At 01:08:34, an arrhythmia was detected. ECG shows vt @ 280 bpm. At 01:09:04, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 20 bpm with CPR/motion artifact. At 01:12:15, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off / cardiac activity. At 01:16:24, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR / electrode lead fall off/cardiac activity. The device was shut down at 01:19:47 on (B)(6) 2023.